Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-05192. It was reported that the patient had experienced a loss in effective therapy. The patient had done a lot of heavy lifting following a move. X-ray imaging was undertaken wherein the patient's cervical leads were confirmed to have migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of lead migration was reported to abbott. A surgery date has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain date of explant and device information.

Event description:
Additional information reported patient underwent surgical intervention at an unknown time wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.